Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level above 240 (mg/dl). On the day of the reported event, the customer's bg level was 291 mg/dl. Reportedly, the customer was unsure of the cause of the elevated bg level, but did not notice any issues with the supplies on the pump. To address the bg level, the customer delivered correction boluses via the pump. At the time of the call, the customer's bg level had returned to target range (112 mg/dl), recommendation was made to consult with health care provider regarding diabetes management.